Event description:
The customer contact reported during preventive maintenance at the user facility, the device touchscreen would not calibrate. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During the touchscreen test the device touchscreen would not calibrate. This was due to a broken device front bezel assembly, touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.